Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no communication could be established with the external devices. The last successful recharge was 3 months prior to the report. A physician mode recharge (pmr) was performed and there were still getting no telemetry from the recharger. The manufacturing representative was instructed to clear the power on reset (por) as soon as the implantable neurostimulator (ins) was 25% charged. The manufacturing representative was starting another prm. It was unknown when the patient couldn't communicate with her system. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported not using stimulation since (B)(6) 2014. The device was in overdischarge at that time. No steps were taken to resolve the overdischarge. The patient was going to have it removed when they could. Sometimes it burns. They were going to get the pain pump. If additional information becomes available, a follow-up report will be submitted.